Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure unspecified non-recoverable error fault against universal side manipulator (usm) arm 1. The customer called intuitive surgical, inc. (Isi) technical support after the procedure was completed. The live logs were not available during the call and a review was not performed. Tse instructed the customer to perform a hard reset and reseated all of the system cables. Customer confirmed a system prompt asking if they wanted to disable usm arm 1. The customer rebooted the system, and it came up with no errors. Customer was unable to provide information related to the system error. The tse confirmed that no errors were present after the power cycle. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that there system error related to a suspect usm arm 1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) confirmed a defective (dead on arrival - doa) universal surgical manipulator (usm) arm during field evaluation. After replacement, the system was tested and ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the multiple errors based on log review that occurred in the field but these were not able to be reproduced during testing. The usm was tested on an in-house system in normal mode with no triggered errors. The usm was also tested on a psc fixture test platform (pftp) where the fiber, direction, check all boards, sensor check, sine cycle, and brake test all passed. As a precaution, the rolling loop assembly was replaced as a component failure was suspected. The complaint regarding errors against usm arm 1 was confirmed based on fa, which indicates that the device did contribute to the customer reported issue. The probable cause is attributed to a suspected component failure on the usm arm. This complaint is considered a reportable event due to the following conclusion: a system error was alleged during the procedure. During field evaluation and failure analysis, the usm arm was found defective. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.